Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair procedure, anchor burst when implanted. The procedure was successfully completed using a s+n back-up device. No other complications were reported. There was a significant delay, greater than 30 min.